Manufacturer narrative:
Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the proximal sigmoid colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the clip was attempted to be deployed onto tissue, it failed to fully deploy. The clip grasped onto tissue but was unable to be removed from the catheter. A non-bsc clip was placed underneath the tissue where the resolution 360 clip was located and a diathermy via snare tip was used to remove the clip. The procedure was completed with a different device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the resolution 360 clip device showed that the clip assembly was deployed and jammed onto the bushing. It was also noted that the prongs were locked into the capsule and there was kink in the coil. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that the device was manufactured in accordance with device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the proximal sigmoid colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the clip was attempted to be deployed onto tissue, it failed to fully deploy. The clip grasped onto tissue but was unable to be removed from the catheter. A non-bsc clip was placed underneath the tissue where the resolution 360 clip was located and a diathermy via snare tip was used to remove the clip. The procedure was completed with a different device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.